Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was inspected with no blood around the reservoir tube rim or ring noted. The drive support cap was inspected and no anomaly was noted. Unable to confirm cannula anomaly due to the insulin pump was returned without the cannula. The insulin pump had broken reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 290mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer agreed to troubleshoot for high readings. The drive support cap appeared normal. Troubleshooting for damage was performed and found that the insulin pump had a crack on top of the reservoir compartment. There were no leaks or air bubbles. It was found that there was a bent cannula. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.